Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged coughing and respiratory issues, shortness of breath, can't talk in long sentences, irritation on her throat and chest, headaches. The patient alleged chest pressure and sinus issues, developed asthma. The patient also alleged developed blood clots in her lungs. She also on steroids and other medicines, albuterol inhalers and treatments and rescue inhalers, fluticasone powder inhaler also blood clot medication only. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. .

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient chest pressure and sinus issues, developed asthma. The patient alleged visualization black particles in the device. The patient alleged coughing and respiratory issues, shortness of breath, can't talk in long sentences, irritation on her throat and chest, headaches. The patient also alleged developed blood clots in her lungs. She also on steroids and other medicines, albuterol inhalers and treatments and rescue inhalers, fluticasone powder inhaler also blood clot medication only. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.